Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds due to a lead dislodgement. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 359529 competitor ipg, implanted: (B)(6) 2014. (B)(4).